Manufacturer narrative:
It was reported that microfoam tape was utilized to secure the sensor. Per the sensor's directions for use, "do not use tape to secure the sensor to the site; this can restrict blood flow and cause inaccurate readings. Use of additional tape can cause skin damage, and/or pressure necrosis or damage the sensor." It was indicated by the customer that the sensor used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation. No further actions are possible with the available information.

Event description:
It was reported the patient has a burn from the sensor. It was noted that the patient's burn was not severe; it was a minor burn. The burned area was not treated. During use, the sensor was checked/rotated every eight (8) hours. It was also reported that microfoam tape was utilized to secure the sensor. No other devices were used concurrently with the subject device. No other details have been provided.